Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis not reported. On an unspecified date, the patient was treated with vancomycin injection (1g, route, duration and frequency not reported) and intraperitoneal fortum injection (1g each bag, frequency and duration not reported) for the peritonitis event. The patient¿s outcome was unknown. At the time of this report, pd therapy was ongoing. No additional information is available.